Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Investigator visually inspected the pump check date and settings, and re-install software. According to the investigation the when powered on the pump, it does not show current date and time but instead of last time pump was turned off. Investigator re-install of the software showed same result of reported problem. According to the investigation, the corrupted pwa board will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that when a smiths medical cadd solis vip pump is off, the date and time does not update. The next time the pump was turned on, it had the date and time when the pump was last turned off instead of the current date and time. There was no patient involvement.